Event description:
It was reported the patient presented with a pacemaker that exhibited undersensing, pseudo pseudo fusion, and functional loss of capture. No changes or intervention was performed. The patient was in stable condition.